Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization. Customer stated that she was bleeding at the site. Customer reported bruising. The blood glucose reading at the time of the event was 130 mg/dl. Nothing further reported.